Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because a error 1000 appeared while switching on machine. There was no report of patient involvement.